Event description:
On (B)(6) 2022, the customer at (B)(6) hospital located in (B)(6) reported a small fire coming from the bottom of their optima xr200 mobile x-ray system. The system was plugged in charging at the time of the event. There was no death or injury associated with this event.

Manufacturer narrative:
Unique identifier: (B)(4). Ge healthcares investigation into the reported event has been initiated and is ongoing. A follow-up report will be submitted when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Ge healthcares investigation has been completed and the root cause of the issue was determined to be caused by an internal crack within the battery case. The ge field engineer (fe) arrived at the site to investigate the system and determined the thermal event was initiated inside the battery compartment and did not spread to other internal subsystems. The cracked battery case resulted in leaked battery acid and then during the charging cycle, the crack became larger, and the battery acid leak became exaggerated. Furthermore, when the battery acid contacted the metal battery compartment, it shorted to ground and resulted in smoking/arcing which is what was observed by the operator. A ge service representative corrected the issue by replacing the system battery pack. No further actions are needed.